Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an ablation procedure, a pericardial effusion occurred. During mapping with the irrigated catheter the patient experienced bradycardia and hypotension. Fluoroscopy and ultrasound confirmed the pericardial effusion in the left ventricle for which a pericardiocentesis was performed to stabilize the patient. The patient was followed in uti and discharged. There were no performance issues with any abbott devices.

Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexibility ablation catheter was received for evaluation. The catheter met specifications for electrical testing and no functional anomalies were noted during a flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown.